Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This device was manufactured before 1999.

Event description:
Upon receipt of the device, the user reported that the thermostat assembly does not work. It was showing open when it should be closed. There was no patient involvement.